Event description:
The report we rec'd from the field indicated that the wire became unraveled in the pt during a procedure to implant a pacemaker in the carotid sinus. The entire wire was removed from the pt without any adverse effects; nothing was left behind in the pt. The physician had gained access to the target site with the wire, and upon removal of the wire it was noted that the coil wire had unraveled. There was no tortuosity or calcification in the target vessel according to the account. Add'l pt and procedural info has been requested, but has not yet been forthcoming. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.